Event description:
It was reported that during the procedure in the moderately tortuous, heavily calcified left anterior descending artery for treatment of a 99% de novo stenosis, a guide wire was delivered via brachial approach and a 2.75x8 nc trek rx dilatation catheter was advanced to the target site. The balloon was inflated to 6 atmospheres for 20 seconds and ruptured during the first inflation. The catheter was withdrawn from the anatomy and exchanged for another nc trek which was used successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure. Reportedly, the device was prepped inside the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: run through; guide catheter: heartrail, ebu. Incorrect preparation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the japan nc trek coronary dilatation catheter instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, (repeat steps 5(1) through 5(6), if necessary). Otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.